Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found no defects, establishing no relationship between the device and the reported event. The probable root cause is kinks, leaks in the vacuum circuit or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, renasys device failed blockage test do not alarm. No case involved; therefore, no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.